Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. As a precaution, the scroll compressor and temperature probe were replaced. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that while connected to a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown, as well as felt warm to touch and overheated. The unit was replaced with a back-up unit. Additionally, the unit was removed from service and brought to the customer's biomedical department. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, g1(contact person).